Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker showed six month remaining recently and appeared the device have lost a year longevity in six months since it showed one and a half year on the previous check. Moreover, there was no programming changes made last device check. In addition, the patient was in atrial fibrillation (af) but device was currently programmed to vvi. Also, atrial sensing was programmed on for the atrial lead. Boston scientific technical services (ts) then discussed that atrial burden sensing fast atrial arrhythmia could use more power. Ts then assisted through turning off the atrial sensing and recommended to have save all data for analysis,however, the health care professional (hcp) declined and will re-check patient device in three months. This pacemaker remains in service. No adverse patient effects were reported.